Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The suspected cause is a spring contact issue. The lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).